Event description:
The account's maintenance stated when head section is raised; it will occasionally lower on its own like CPR is pulled.

Manufacturer narrative:
Technical support recommended replacing the head drive. The account's maintenance has not completed repairs.